Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: investigators were unable to duplicate the original complaint. The pump information from the date of the alleged issue occurrence has been overwritten; however, the black box data review showed several ¿loss of prime¿ warnings due to a low non-zero force on a single date. During the actual testing, the ez-prime steps were performed correctly with no loss of prime warnings or any other alarm occurrences. In addition, a force sensor calibration check was performed with no issues noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.